Manufacturer narrative:
(B)(4). D10 ¿ (B)(6), lot 6911117, g7 pps ltd acet shell 56f. (B)(6), lot 6238870, tprlc xr t1 pps 18x156mm. (B)(6), lot 64849786, 36mm i.d. Size f +5mm offset liner. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by legal that a patient had an initial right total hip arthroplasty performed approximately four years and three months ago. The patient did well until two years postop when he was moving a box and leaning forward and felt something pop in his hip. Immediate x-rays did not show any acute findings. Three weeks later, the patient presented with progressive pain, squeaking, swelling, and redness in the hip. X-rays showed the femoral head articulating against the cup with poly liner dissociation and subsidence. Elevated crp levels increased concern for infection, so the patient underwent irrigation and debridement with head and liner exchange approximately rwo years ago. During the revision, significant metallosis was identified through a tear in the fascia which tracked down into the hip. Necrotic tissue and pieces of loose poly were removed from the hip. The hip was thoroughly irrigated, and a new head and liner were placed without complications. The initial stem and shell were well positioned and remained intact. Follow up six months post-revision demonstrated full recovery without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records confirmed the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, g3, g6, h2, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.